Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the mx40 telemetry device had a "bad speaker." As the device is being returned, it is presently unconfirmed if the device has audible sound. The device was in use on a patient. There was no report of patient or user harm.